Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the hematocrit readings were not stable. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.